Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a patient experienced a pneumothorax, bleeding, and cardiac arrest, necessitating immediate medical intervention. The target nodule was located in the right upper lobe, 20 mm from the pleura. The biopsy was completed within 15 minutes. Bronchoalveolar lavage was performed and bleeding was observed. The ion system was undocked and a regular bronchoscope was used. Significant bleeding was observed. Despite efforts to control the bleeding, the patient went into cardiac arrest, prompting chest compressions which successfully restored spontaneous circulation. Double-lumen intubation was performed to isolate the right lung and manage the bleeding, and a chest tube was also placed. Tranexamic acid and an unspecified amount of blood products were administered. The estimated blood loss volume is unknown. The patient was transferred to the intensive care unit (ICU) and scheduled for another bronchoscopy the following day. The physician confirmed the reported event but was unwilling to provide any additional information.

Manufacturer narrative:
System logs are not available for review. A review of the event was conducted by an isi medical safety officer and the following additional information was provided: "a patient of unknown age underwent an ion lung biopsy. The target lesion was in the right upper lobe and the biopsy was completed in 15 minutes. Bronchoalveolar lavage was then performed after the biopsy then bleeding was noted. The ion system was undocked and manual bronchoscopy was performed. Efforts to control the bleeding were unsuccessful. The patient decompensated into cardiac arrest. Initial efforts at resuscitation were successful and rosc was achieved. The airway was transitioned to a double lumen ett was and a chest tube were placed, blood products were transfused, and tranexamic acid was administered. The patient was stabilized and admitted to the ICU. No further data will be shared by the hospital. Based on the available date the events were procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile for significant bleeding. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of any bleeding in the literature ranging from 0.72-41.4% with possibly more consistent definitions of more severe clinically significant bleeding ranging from 0.38-1.47%. The rate of deaths associated with bleeding would be some fraction of the reported bleeding rates and will thus be more rare than significant bleeding. A retrospective study of 20,986 bronchoscopies reported 4 total deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death (0.01%). A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023."